Event description:
A turnpike catheter was used during a patient procedure. During a peripheral case, the tip of the turnpike separated. The physician was able to retrieve the separated tip with a balloon. No patient impact was reported.